Event description:
The customer reported that she was treated by the paramedics due to low blood glucose levels. The customer was asleep and her husband could not wake her, and he called the paramedics. The customer's blood glucose reading was 69 mg/dl when they arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.